Event description:
It was reported that post a routine generator change, it was discovered that the leads were reversed in the header. The pocket was subsequently opened and the leads were placed in the appropriate port. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.